Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 197 mg/dl. The customer stated that they changed battery and had an unexpected restart alarm. The customer advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and pump alarmed unexpected restart. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. No unexpected resetting time/date after changing battery noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.